Event description:
It was reported that patient device pocket and shoulder was jumping during heart ablation by doctor. Device was in bipolar state. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.